Manufacturer narrative:
Follow-up #1: date of submission 2/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings -battery compartment is cracked from threads down to the case seal on the side, returned battery cap¿s threads are stripped, the cap was unable to fit to maintain electrical connection, test battery cap was used during investigation. ¿ez-prime¿ steps were performed correctly, all currents reading are within specification, unable to duplicate reported ¿short battery life¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the power circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.